Event description:
It had been reported that on (B) (6)-2008, patient had worsening heart failure and dyspnea. It was also reported by the manufacturer's representative, "due to increased left ventricular lead threshold, they can not guarantee that there has been capture all the time; therefore, they cannot rule out the worsening hf was not due to lack of left ventricular capture". The left ventricular lead remained in use because it was felt the lead was "working properly".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. It was later reported by the patient's mother that on (B) (6)-2010, the patient was working and fell down from his chair behind the desk and his heart stopped. When paramedics arrived, pea was confirmed and the patient received two external shocks for ventricular fibrillation. They worked on patient for 30 minutes after which sinus rhythm appeared. He was admitted into the intensive care unit. There was indication of need to upgrade to an ICD. Based on CT scan, it was suspected the patient suffered severe ischemic heart damage in connection with the cardiac arrest along with significant brain damage. It was further reported the patient was receiving antibiotics for complicating infection/pneumonia. Rhythm was noted to be "most paced via the biventricular pacemaker". On (B) (6)-2010, the patient was made "do not resuscitate (dnr)". The patient died on (B) (6)-2010. There is no allegation from a health care professional that the death was device related.